Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. Aro information is as follows: (B)(6). Number of persons exposed: 1; number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: software investigation has been initiated and a system checkout will be performed to confirm that the system is functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively in the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that while linking the system to the arcasid orbic, images were not transferring. The images were transferred after taking the images again. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: product, unique device identification (UDI) and related fields updated to proper value.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.